Event description:
It was reported that the tip of the small pointer snapped off after being dropped during transfer to the sterilization tray prior to a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Event description:
It was reported that the tip of the small pointer snapped off after being dropped during transfer to the sterilization tray prior to a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Manufacturer narrative:
It was reported that the device was dropped during handling and the tip snapped off upon ground impact. Based on the nature of the reported event and the information received, the event was caused by use error.